Event description:
It was reported that shaft break occurred. A 20 x 4.00 promus premier drug-eluting stent was selected for use. However, during preparation the stent was already broken upon opening. The procedure was completed with alternative method. There were no patient complications reported.